Event description:
It was reported that the ra lead was explanted due to infection with sepsis and pocket erosion. No additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).